Event description:
It was reported the customer's insulin pump had powered off without a warning. The customer also reported having high blood glucose because their insulin pump did not deliver insulin. Customer's blood glucose was 400 mg/dl. Customer stated changing their battery cap resolved the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.